Event description:
The product was returned for investigation. The investigator observed that there was a burn surrounding a cut near the strain relief. This cut was the cause of the issue. The investigator also observed that the cord was twisted. The twisting of the cord created stress on the cord and caused it to break. Additionally, the pad was bunched, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The product was approx. 7 years and 3 months old when the incident occurred.

Event description:
Customer stated " he plugged the pad in and turned it on, he assumes that the pad started to heat up, he smelled something, he turned around to look at the pad and he saw a flame." He uses the pad for his lower back. He uses the pad on his bed. He sometimes lays on the pad and sometimes lays the pad on top of him. Customer was misusing the pad. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The product was approx. 7 years and 3 months old when the incident occurred. The product has not been returned for investigation. Customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.